Manufacturer narrative:
The event date is an estimate based on the date the information was received. The patient's age, gender, and weight were not reported. The lot number was not reported. No further information was provided by the physician because the physician does not believe this event was related to a coil issue but rather an anatomy issue. The axium coil will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil had flown out of the aneurysm. The patient was undergoing a balloon assisted coiling to treat a small unruptured, saccular aneurysm located in a left anterior communicating artery (acom). The coil was left in acom and there was not any treatment plan to secure the coil. The patient anatomy was moderately tortuous. According to the physician, the event cause was an anatomical related issue. No device issue was reported. No patient complication was reported as a result of the procedure.